Event description:
The report received from the patient/initial reporter received through the medical affairs department indicated that the patient called to inquire if trapease filters were recalled and also reported adverse events. The patient had a trapease filter implanted for pulmonary emboli and reported that approximately five years post-index procedure, had "several little pulmonary emboli" requiring two separate three day hospitalizations. Testing was reported as "d-diver" elevations. Treatment included lovenox. Approximately six (6) years after the procedure, the patient reported" severe left pain above the kidney". No additional information was available.

Manufacturer narrative:
The report received through the medical affairs department indicated that the patient called to inquire if trapease filters were recalled and also reported adverse events. The patient had a trapease filter implanted for pulmonary emboli and reported that approximately five years post-index procedure the patient had "several little pulmonary emboli" requiring two separate three day hospitalizations. Testing was reported as "d-diver" elevations and treatment included lovenox. Approximately six years after the procedure, the patient reported "severe left pain above the kidney". Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0106414 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Recurrent pe is a well known potential complication associated with the placement of any filter and is listed in the IFU as such. Dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of your lower leg (calf), and can spread up to the veins in your thigh. Dvt can also first develop in the deep veins in your thigh and, more rarely, in other deep veins, such as the ones in your arm. Deep vein thrombosis is the result of three principal factors : reduced or stagnant blood flow in deep veins (venous stasis). Injury to the blood vessel wall. An increase in the activity of those substances in the blood that are part of the normal clotting mechanism, a condition called hypercoagulability (which means a more active clotting state). Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Placement of a vena cava filter reduces, but does not eliminate the risk of symptomatic pe in patients with proximal dvt in the short-term and does not prevent small pe. Inferior vena cava filters are used to prevent pe in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Current evidence indicates that ivc filters are largely effective; breakthrough pe occurs in only (B)(4) of cases. Factors that may have influenced the event include patient, pharmacological and lesion.

Manufacturer narrative:
Please note that the event date is sometime in 2011/exact date unknown. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.